Event description:
The customer contacted physio-control to report that their device failed to deliver a shock and had service wrench illuminated. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.

Manufacturer narrative:
A customer quality engineer downloaded the diagnostic log and pco file for further review and verified that the device had logged event code. Based on the available information the cause of event code was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly, which caused a failure of the device to deliver defibrillation energy. This issue is related to field action number 301587611-18-2019-001c.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. A physio-control service representative evaluated the customer's device and verified the reported issue. After replacing keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock and had service wrench illuminated. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.